Event description:
Customer reported tpn was infusion into PICC line. Nurse noted there was a leak at the filter in the tubing. Tubing was changed out. No additional patient or event information provided. No patient harm and not medical intervention required.

Manufacturer narrative:
(B)(4). The set has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.